Event description:
A malfunction alarm identified as "malf 12" was reported. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reoccurs.